Event description:
It was reported that "the staples remain stuck in the stapler during use." No patient injury reported.

Manufacturer narrative:
(B)(4). Device history record (DHR) investigation did not show issues elated to this complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, due to the lack of defective product, it is not possible to confirm the complaint and to determine the root cause. The manufacturer will continue to monitor and trend relating complaints.